Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was damaged.

Event description:
It was reported that during the implant, the lead was connected to the pacemaker. On the third rotation of the wrench, the regular wrench sound stopped. The physician attempted a new wrench kit and also loosened the set screw and lead. Upon attempting to reconnect again, there were no wrench sounds at all. The pacemaker was removed and replaced. No patient complications were reported as a result of this event.